Event description:
Patient states that he puts the battery in the pump and it just continuously beeps. Please document in the description whether or not an adverse event is associated with the product complaint. Please confirm if the lot # and expiration date is available for the product complaint described in the narrative. Sn (B)(4). Maintenance due date 11/11/2017. Have you issued a pick up for the defective product? (This is to ensure the pharmacy has the defective product on hand if requested by the manufacturer): yes. Please document in the description to include if the pt provided consent for the MFR to contact them directly in regards to the product complaint: yes, can be contacted. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.